Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/04/2016 with the following findings: a review of the black box data showed the basal total daily doses (tdd) appeared to be inaccurate due to the pump being manually suspended on (B)(6) 2015 at 00:51 and being resumed at 02:21. On (B)(6) 2015 at 10:08, an occlusion alarm with high force was recorded. Deliveries then resumed at 10:39. On (B)(6) 2015, several exceeds maximum tdd limit warnings were recorded, also leading the tdds to appear inaccurate. The pump powered on normally during testing and was exercised for 24 hours with no issues. At the end of testing, the basal history and tdd were accurate. The complaint was not duplicated during testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the basal history did not match the user programmed active basal program. It was reported the patient's blood glucose was above 250 mg/dl and below 500 mg/dl with no signs or symptoms of hyperglycemia. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.